Manufacturer narrative:
An image received from field confirmed there were several significant masses of thrombus removed from the patient upon explant. The returned data logs showed a brief ventricular drop in placement signal (ps) with a brief "impella position unknown" alarm that occurred around the reported time of hemolysis, indicating attempts at repositioning. Visual inspection of the returned pump revealed a considerable amount of biomaterial wrapped around the impeller. When the pump was run, its performance was within specification. The pump passed hemolysis testing per astm f841. In conclusion, it was determined that the cause of the hemolysis was ingested biomaterial.

Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian male patient had impella cp pump inserted in the right femoral for cardiomyopathy. When the pump was removed thrombus was seen and a fogati catheter was used and the patient had suspected hemolysis and the pump was removed.